Event description:
During the index procedure, the patient received two endeavor sprint drug eluting stents in the cx vessel. Approximately 46 months post the index procedure, it is reported that the patient suffered from ischemic stroke. Investigator indicated that the event was not related to the device. Patient recovered and was discharged.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (cva/stroke); evaluation, conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).